Manufacturer narrative:
The lead was surgically capped, and would not be returned at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had borderline low pacing impedance for the past three years. The pacemaker had been changed out once before, and now three years later it was reported that the ra lead had out of range low pacing impedances less than 200 ohms and high pacing thresholds. The lead was surgically capped, and was not replaced. The therapy was downgraded to a single chamber device, and patient was not pacemaker dependent. It was reported that there were no additional adverse patient effects.